Manufacturer narrative:
The device history review was reviewed and no non conformities were found that would have led to the reported complaint. Additional information b5 section.

Event description:
A medsun mandatory medwatch report (uf/importer report# 1275899072-2023-8007) was received on 30-june-2023.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event was reported via a medsun mandatory medwatch report (uf/importer report# (B)(4)) and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The report stated: "when attaching secondary tubing to the clave secondary port of primary plum set, the clear part of the clave secondary port is pushed down and will not allow secondary medication to infuse. The IV pump alarms "proximal occlusion line b". This will only resolve by getting new primary plum set tubing." The event was reported to have occurred on "rb chemo room" location and that there was patient involvement, but no patient harm was reported as a consequence of this event.